Event description:
It was reported that malfunction alarm occurred with code 12 on pump and no notable events occurred beforehand, while the impact on customer¿s blood glucose level was unknown because customer declined to answer. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, and successfully reset it, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again, with no additional information received regarding any further outcome.